Manufacturer narrative:
Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that a clinical study patient presented to the (B)(6) clinic on (B)(6) 2014 with complaints of yellow drainage at driveline site for 1 week. The patient was started on oral bactrim ds twice daily and a wound culture was sent. The wound culture on (B)(6) 2014 came back positive for rare actinomyces species. The infectious disease (ID) service changed the antibiotics to oral augmentin 875 mg twice daily on (B)(6) 2014 until (B)(6) 2014. On (B)(6) 2014 the patient  presented to the (B)(6) clinic with complaints of pain, tenderness, and warmth at driveline site. A CT of abdomen was performed which showed driveline infection with surrounding cellulitis. The patient was admitted to the hospital and started on IV vancomycin with no cultures being sent. On (B)(6) 2014, a cervical spine CT showed spondylitic changes in the cervical spine. Vancomycin was discontinued on (B)(6) 2014. On (B)(6) 2014, the patient was to start on oral bactrim ds twice daily but never picked up the prescription. On (B)(6) 2014, the patient presented again to the (B)(6) clinic with worsening pain at the driveline site. He denies fever, chills or new trauma. A repeat CT chest and abdomen was done on (B)(6) 2014. The CT showed increasing triangular fluid around the driveline. On (B)(6) 2014,  2d echo showed an ef 20-25%, enlarged left atrium and right atrium and dilated right ventricle with reduced function. The patient was started on IV vancomycin.  The patient was discharged home on (B)(6) 2014 with oral augmentin 500-125 mg every 12 hours. A wound vac was sent home on the driveline. The antibiotics were discontinued on (B)(6) 2014 and local wound care would be performed per physical therapy wound therapy. The patient had no further complaints of pain.  The patient was subsequently readmitted on (B)(6) 2015 due to tenderness around driveline exit site with purulent drainage. On, (B)(6) 2015 wbc 8.7 k/mcl, denies fevers or chills. On (B)(6) 2015 CT of chest and abdomen findings may indicate driveline infection as a new soft tissue density is noted at the driveline prior to entering the rectus sheath. The patient was admitted to the hospital and started on IV vancomycin and IV unasyn. There was no growth from blood cultures. On (B)(6) 2015, the antibiotics were  switched to IV ancef. On (B)(6) 2015, the patient underwent incision and drainage of the driveline in the or and  had wound vac placed. The patient was discharged home with wound vac and 4 week of IV ancef, completed IV antibiotics on (B)(6) 2015. The patient remains on oral suppressive antibiotics keflex 500 mg twice daily for life.